Event description:
The customer reported that the touch screen on the ventilator is frozen on start up and will not let them change any of the icons. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the front panel display to fix the reported issue. Performed operational testing on the ventilator and the unit meets all manufacturer specification.